Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the side rails could not be latched in the upright position and the fowler could not be raised. The customer reported they did not know if there was pt involvement or if there were adverse consequences to report.